Manufacturer narrative:
Pending investigation. D10: (B)(6) 180-01-56 - crown cup,cluster-hole.

Event description:
As part of the manufacturer's recall campaign, the patient presented for a check-up. The x-ray and CT check showed a clear decentering of the prosthesis head, a sign of osteolysis in the acetabulum an inlay wear. This was possible when the inlay was changed to a vitd-hardened one on (B)(6) 2024 specially approved inlay (novation xle +5mm, lateralized liner, group 3, 36 mm i.d., ref (B)(4), sn (B)(6)) be verified. As part of the replacement operation, in addition to the inlay replacement, the firmness was determined, cup integrity as well as the curettage and sealing of the cysts in the socket using allogeneic cancellous bone and changing the prosthetic head.

Manufacturer narrative:
H2: no devices were returned for evaluation and no radiographs, images, operative notes, or patient medical history information were provided for review. It is possible this event is associated with polyethylene wear for which a number of variables including use error, implant positioning, implant selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) can be contributors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh (subject of the associated fsca 18832/21) could also contribute to wear. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As part of the manufacturer's recall campaign, the patient presented for a check-up. The x-ray and CT check showed a clear decentering of the prosthesis head, a sign of osteolysis in the acetabulum an inlay wear. This was possible when the inlay was changed to a vitd-hardened one on (B)(6) 2024 specially approved inlay (novation xle +5mm, lateralized liner, group 3, 36 mm i.d., ref 146-36-53, sn (B)(6)) be verified. As part of the replacement operation, in addition to the inlay replacement, the firmness was determined, cup integrity as well as the curettage and sealing of the cysts in the socket using allogeneic cancellous bone and changing the prosthetic head.